Event description:
It was reported that during a lap nissen fundoplication, the device gave a high pitched squealing noise and was hard to remove from a five mm trocar, so they used another like device.

Manufacturer narrative:
Eval summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a high-pitched squealing noise. A possible cause of a noise issue could be that the generator was emitted a solid tone, possible evidence of blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.